Manufacturer narrative:
On (B)(6) 2016 tandem clinical diabetes specialist followed up with customer and discussed infusion set options, as well as site selection as customer may be hitting scar tissue when inserting the infusion cannula. Customer may switch to an different brand of infusion sets to help resolve the issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was elevated (400 mg/dl). Customer delivered boluses, performed standard supply change, and replaced the infusion site in an effort to address the issue. Customer believed that elevated levels were related to the pump; however, system check was performed with tandem technical support and no anomalies were noted. Recommendation was made to consult health care provider for other possible contributing factors. Customer reported that manual injections were available as an alternate source of insulin therapy.